Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue.

Event description:
The hospital reported a malfunction resulting in the loss of manual ventilation. There was no report of patient injury.